Manufacturer narrative:
The reusable tibial insert impactor tip broke during impaction. A spare tibial insert impactor tip was used and also broke. The surgery was completed successfully. Review of inspection records for the affected lot of material indicates that the components were manufactured to specifications.

Event description:
The reusable tibial insert impactor tip broke during impaction. A spare tibial insert impactor tip was used and also broke. The surgery was completed successfully.